Manufacturer narrative:
Zoll medical corporation has not received the device for evaulation, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any pt involvement in the reported malfunction.